Event description:
It was reported that during a needle localization procedure the compression released on its own. No injury reported. A field engineer was dispatched to the site and it was determined that recalibration was needed. Once this was completed the system was working as intended.